Event description:
It was reported that while using the superpulsed laser system, after activating the laser during surgery, a fire broke out between the sheathing of the laser fiber (blue) and the plug. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Three attempts were performed to obtain additional information, but no response was received from the customer.